Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was to be used as palliative treatment for a 6cm middle esophageal malignant stricture. The stricture was located 20 cm to 26 cm from the incisor. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. The patient was not undergoing any radiation or chemotherapy treatments. During the procedure, the physician felt a little pressure upon pulling the thread of the ultraflex but the stent was deployed smoothly. However, immediately post deployment, the physician noted that the stent slipped into the gastroesophageal(ge) junction. The stent migration was confirmed under fluoroscopic guidance. The physician removed the stent and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.